Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inr=>7.5, lab=normal.

Manufacturer narrative:
Per text" inr=>7.5. Lab = normal. He has no info to provide for: strip lot#, lab result, strip code, technique, retest, sample quality, and sample application." Caller didn't provide actual results. Insufficient complaint info available.